Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their system was removed on (B)(6) 2019 because it was "uncomfortable and not working". They elaborated and said the ins site would get sore and "kinda hurt" when they would sit down; it "felt like they had gotten kicked". The patient is still healing and has to go back for their post-operative appointment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va03gdq, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #:va03gdq, ubd: 2016-10-02, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the ¿not working¿ issue was that the ¿tined quadripolar lead was frayed/severed in subcutaneous [illegible]. Lead connection to neurostimulator was intact at time of explant.¿ no further patient complications are anticipated or expected as a result of this event.